Event description:
Pain pump defective/ not working effectively. Medtronic's pump is recalled. Abandoned electrodes and tubs left in back. Quality of life is dramatically changed. No doctor will repair or treat symptoms. Pain doctor refuses to respond to test or repeated requests to help. He is argumentative and dismisses all information shared. Medtronic's refuses to help in any way. They requested I answer questions from FDA but did not follow up to answer my form. I'm continuing to do my research and background check on the facts. I would like legal advice since no one is responding to help me. Can your ceo contact me to answer any questions. X-ray found 2nd tube. (B)(6).